Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that implant did not engaged to the tool and it fell down when placing it. Another implant was placed to finish the procedure.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A1: patient identifier unknown / not provided a2: age at time of event unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided d4: additional device information unknown / not provided d4: unique identifier (UDI) number not available d6: implant date unknown / not provided d9: device availability unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.